Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 03/22/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/10/2015 with the following findings:the battery compartment was observed to be cracked in the thread area: the reported issue was confirmed. The following findings are related to the reported issue: evidence of moisture ingress was found inside of the battery compartment. The pump failed a leak test due to the battery compartment damage. The pump case was removed, and no further evidence of internal damage or defect was found. A battery cap was not returned with the pump; a test battery cap was used during the analysis. Unrelated to the reported issue, the display screen visual was observed to be discolored due to an unidentified display failure.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.